Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, control wire at fenestrated bipolar forceps instrument wrist was found to be frayed during setup for case by sterile nursing staff. The procedure was completed with no reported injury using a maryland bipolar forceps instrument.